Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One certain gold-tite hexed screw was returned for investigationvisual evaluation of the returned product identified signs of use and damaged drive feature. Functional testing was performed for loosening event, and thread had no malfunction, however, testing could not be performed for damaged drive feature due to the nature of event. Pre-existing conditions were noted unknown on per. The device had been placed on a tooth location 14 (fdi) for approximately 1 year. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section 'precautions', it is stated that improper technique could cause screw loosening. Additionally, as per IFU reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. DHR review: DHR review was completed for the subject lot number (1238434). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review: complaint history review was completed for the subject lot number (1238434) 1 other complaint was identified for loosening: (B)(4) (this complaint is the first event for loosening reported by the doctor, also submtted under MFR 0001038806-2021-02167). Post market trend review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product therefore, based on the available information, device malfunction has occurred and the reported event (damaged drive feature) was confirmed. However, loosening could not be verified as the exact details of event were non-verifiable.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Expiration date unknown / not provided.

Event description:
It was reported that screw got loose. Later on, when the screw was definitely loose, the doctor retightened the screw and its head was damaged. Screw was placed on (B)(6) 2020 and removed on (B)(6) 2021. Tooth site 14.